Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 18 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. 9 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 29 malfunction events, where it was reported the devices experienced unintended direction of the zoom; unintended motion or unintended excessive speed of the zoom. There was no patient involvement.

Manufacturer narrative:
The 9 pending devices were not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; no defect or malfunction was found.

Event description:
This report summarizes 29 malfunction events, where it was reported the devices experienced unintended direction of the zoom; unintended motion or unintended excessive speed of the zoom. There was no patient involvement.

Event description:
This report summarizes 29 malfunction events, where it was reported the devices experienced unintended direction of the zoom; unintended motion or unintended excessive speed of the zoom. There was no patient involvement.

Manufacturer narrative:
Add 510k number.